Manufacturer narrative:
The probe malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer reported "dripping probe." The field service engineer replaced the probe causing this malfunction. The instrument is fully operational and performs as intended. There was no delay in generating staining results. No direct or indirect patient harm or user harm have been reported.

Manufacturer narrative:
The probe malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer reported "dripping probe." The field service engineer replaced the probe causing this malfunction. The instrument is fully operational and performs as intended. There was no delay in generating staining results. No direct or indirect patient harm or user harm have been reported.